Manufacturer narrative:
Method: the device was not available for return, therefore no testing methods were performed. As no lot number was not provided, a review of the device history record could not be performed. Results: as a device and lot number was unavailable for an eval, no methods were performed. For this reason results cannot be obtained. Conclusions: based on the limited info received regarding the reported incident and the device not available for eval, we are unable to determine a root cause for the reported event. If additional info pertinent to this event becomes available, I-flow will submit a follow-up report. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Fill volume: 230 ml/hr. Flow rate: 5ml. Procedure: chemotherapy treatment. Catheter: IV port. (Please reference 2026095-2014-00103/(B)(4)). A fast flow was documented in a pump product trial report. The statement in the report read "4 day pump that appeared to have close to emptied by day 3." Additional info received on (B)(4) 2014, the incident was reported to the nurse by a pt in the trial. The pump was based for 5fu infusion. As per the customer, this was an anonymous product trial, no further info can be released.